Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Four or more power on resets (pors) occurred on (B)(6)2017 with reason "cpu active at fault time, write to rom, cpu was master of the bus." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was interrogated after implant. Upon testing for sensing and impedance the ipg went into power on reset (por). The ipg was re-programmed and upon testing a por occurred again. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. No abnormal function or operation was observed during the analysis. The cause of the anomalous power on reset's was not determined. If information is provided in the future, a supplemental report will be issued.